Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was an audible and visible s3 alarm. The alarm was silenced and would not resolve. The patient was switched to the backup centrimag.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s3: system fault alarm was confirmed via the log file and via the testing of the returned centrimag console. Within the log file, the system was observed to be operating at around the set motor speed as intended on the reported event date of 05feb2024. An s3: system fault alarm became active on (B)(6) 2024 correlating to a fan speed-related sub-fault. The alarm was observed to intermittently clear and reactive throughout the remainder of the data until the system was shut down on (B)(6) 2024. The returned centrimag console (serial number (B)(6)) was received at the service depot, where the s3 alarm was reproduced upon powering the console on. The unit was troubleshot, and the issue resolved upon replacing the console¿s fan assembly with a new fan, consistent with the information observed in the log file. Then, the console was functionally tested and performed as intended. The serviced and repaired console was returned to the customer site after passing all tests per procedure. The console¿s original fan assembly was forwarded to the product performance engineering department for further analysis. The fan was observed to have a significant buildup on dust across its assembly, and the fan¿s blades did not rotate properly even after the blades were cleaned. S3 alarms continued to be reproduced on a known working test console while the fan was in use. The observed dust buildup within the fan could have caused the fan to become internally damaged over a long period of time and could have prevented it from spinning as fast as intended which would cause the reproduced alarm to occur. Review of the device history record for centrimag 2nd gen. Primary console, serial number (B)(6) showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M, section 4 "warnings and precautions") warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.